Event description:
Customer reported that the insulin pump returned a motor error alarm before or after bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 158 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.